Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that the ventilator exhibited a high-pitched alarm sound and shut down during patient use. When the registered nurse (rn) and registered respiratory therapist (rrt) went into the room, they saw that the graphic user interface was black. The patient was removed from the ventilator and manually ventilated. The rt stated that after about 30 seconds, the ventilator self-rebooted. The patient was in no distress, and spo2 remained at 100%. The patient was placed on another ventilator. The logs confirmed that it was a momentary cpu reset, with ventilation recovery occurring within 17 seconds.